Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the left atrium, and a non-abbott ring catheter was inserted. Blood leakage from the hemostatic valve was observed after flushing. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.